Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is not alarming low alerts leading to 7 low blood glucose incidents. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. The customer on (B)(6) 2017 had a level of 87 m/dl and started to drop while in auto mode. The customer treated the low by drinking juice. Customer had a high of 250 m/dl on the morning of the call, and 195 mg/dl at the time of the call. Troubleshooting was not completed as the customer declined. The customer believes the pump is rarely over delivering because it's giving frequent micro boluses causing them to go low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. The dva test has been replaced by the dat test. Insulin pump passed the dat test at 0.08670 inches. Insulin pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Unit then was programmed and monitored basal profiles. All basal profiles delivered properly. No bolus anomaly noted. Unit communicated properly with the glucose sensor simulator and the transmitter. The low suspend and the low alert function properly. The suspend on low alarm and the alert on low function properly during testing. Unit was received with cracked retainer, minor scratched display window and scratched case.